Manufacturer narrative:
Clarification to b3: "this pt has a first bba in 2015 and had a cc 9 years later." Clarification to d6a: partial date of 2015 provided. Clarification to d6b: partial date of 2024 provided. Continued e1 -- alternate phone number: (B)(6). Continued e1 -- alternate email addresses: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown; capsulectomy performed. The device was explanted and replaced.